Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. (B)(4).

Event description:
It was reported that the customer was wearing the insulin pump 48 hours prior and would not have known if they were in auto mode due to the insulin pump screen not working.

Manufacturer narrative:
Device received with partial display due to cracked lcd glass. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 486 mg/dl. The customer did not mention any treatment related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. The customer mentioned that they had series of high blood glucose levels because of not wearing the insulin pump. They also reported that last night they went to go check it then the screen completely turned white then they removed the battery then it was vibrating and the screen was flashing white. Customer was calling back with blank display after receiving new battery cap. Customer reported that the display was flashing. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.